Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event was not confirmed. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) lady with a bioprosthetic mitral valve, implanted for six (6) years and three (3) months, underwent a valve-in-valve procedure due to degeneration leading to stenosis and regurgitation (grade 2-3/4). A tmvr was performed using an edwards transcatheter valve. Patient was noted to be fine.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.